Event description:
It was reported that the right atrial (ra) lead exhibited undersensing which resulted in occasional atrial pace and ventricular safety pacing. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: a2dr01 ipg implanted on (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: a2dr01 ipg implanted on (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing which resulted in occasional atrial pace and ventricular safety pacing. The ra lead remains in use. No patient complications have been reported as a result of this event.